Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had not been detecting the cassette¿ was confirmed. By performing latch lock test, the unit could not detect latch in the closed position. The probable cause was a bad latch lock sensor. Further investigation found the downstream occlusion (dso) seal was cracked. The latch lock sensor, and dso seal were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had not been detecting the cassette. Patient involvement was unknown.